Event description:
In 2000, a guidant ancure endograft device was used to repair an infrarenal aortic aneurysm. In 2004, an abdominal aortogram revealed that the pt had a type I proximal endoleak and a possible type I distal endoleak. Five days later, the physician attempted to repair both endoleaks by implanting a gore excluder aaa aortic extender endoprosthesis, two gore excluder(r) aaa contralateral leg endoprostheses, and a palmaz balloon-expandable stent. An intraoperative angiogram revealed that the endoleaks persisted, but were less pronounced. Four months later, a second abdominal aortogram revealed that the endoleaks had not resolved. One month later, all endovascular devices from the pt were removed and the aneurysm was repaired surgically. All devices were discarded and will not be returned for analysis. The pt is reported to be doing well.

Manufacturer narrative:
The product was not returned (or was not available) for analysis. As the lot number was not provided, the lot history and manufacturing records review could not be performed. With the information available it is not possible to determine the relationship between the device and the event. However, in this case, lesion/vessel characteristics and procedural factors may have contributed to the reported event. Gore & associates have reported this event under reference MFR report # 2953161-2007-00015.